Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that an mr technologist brought a patient into the room on a ferrous wheelchair. While the patient was seated on the wheelchair, it became attracted to the magnet. The patient's face contacted the side of the magnet causing a laceration of the lip. The patient was removed from the magnet room and evaluated at a local hospital. After evaluation, the patient was treated with stitches in the lip. The ge field engineer was able to safely remove the wheelchair from the magnet.

Manufacturer narrative:
Ge healthcare performed an investigation. The incident occurred due to lack of controlled access by the mr technologist. The mr operator manual states it is vital to have supervised and controlled access within the mr environment to keep it safe from ferromagnetic objects. The technologist was magnet safety trained, security zone signs were posted and the site has a copy of the mr safety manual. The fe was able to safely remove the wheelchair from the magnet. No further actions are planned at this time.